Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. Upon investigation, the belt intermittently displayed a service code 204 (belt/monitor unusable). The cause for the failure was isolated to an several components voltages reading out of tolerance in the dn pca. No adverse event resulted from the defective belt.

Event description:
A us distributor returned a patient's monitor had a damaged case. Additionally, during investigation for an unrelated issue, a reportable malfunction was found. A patient's electrode be was intermittently displaying a service code 204 (belt/monitor unusable).